Manufacturer narrative:
The log file of the affected device, the results of a device test and further information regarding the event were requested for the investigation, but have not been provided. Therefore, no analysis of the device behavior during the event could be performed and no root cause could be determined. No malfunction of the ventilator has been reported by the user. In a pressure control mode the device applies pressure according to the ventilation parameters set by the user (inspiratory pressure). The airway pressure is monitored and the device generates a visual and audible alarm ¿paw high¿ in case the set alarm limit for airway pressure is reached. The maximum airway pressure applied by the ventilator is either according to the set value pmax or is limited to 5 mbar below the alarm limit ¿paw high¿. In case of a high airway pressure a safety valve opens to protect the patient against a high airway pressure.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was just started. The results will be transmitted within a follow-up report.

Event description:
It was reported that in 2019, the patient was using the ventilator for assistance breathing since (B)(6) due to his lung infection. (B)(6), about 16:30, the patients without obvious triggers suddenly occurred shortness of breath, low oxygen, reviewed the chest x - ray film that prompted the right lung compressed to 90%, so urgently performed closed thoracic drainage, the shortness of breath was improved, spo2 from 80% to 95%. Because the patient didn¿t have the high requirement to use automatic mode, using pressure control mode, the alarm upper limit is 40mbar. The cause of air pressure injury is not related to his disease, may be the adverse reactions on ventilator.